Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the posterior cuff successfully captured the posterior needle during needle plunger deployment; however, the link was pulled from the swage-end of the posterior cuff during needle plunger removal. This is indicative of resistance encountered during needle plunger removal. A link-to-cuff detachment would result in a failure to retrieve the suture and could appear very similar to the reported suture break. The device was returned without the needle plunger, the link material, anterior needle, and anterior cuff, which limited the scope of the evaluation. During testing, a proxy needle plunger was inserted and removed successfully without any resistance. Additionally, there was no damage to the suture to suggest that it might have been dragged during the needle plunger removal, which could cause the link to detach from the swage-end of the cuff. Based on the investigation findings, the root cause for the link detaching from the swage-end of the posterior cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no similar incidents that exhibited the link pulled from posterior cuff.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.